Event description:
Three times within a period of 6 weeks, the pilot balloon on our son's trach leaked air causing the cuff to deflate. Twice this happened in the evening when we were changing into the night valve and one time during the night when he was sleeping. Fortunately our son is able to make sounds that awaken us when he needs help, so no harm was done. His home supply provider was reluctant to replace the trachs, so I called the 800 number on the shiley box and spoke with a rep at the company who was very efficient. The company sent us three replacement trachs and picked up the last damaged one for their inspection. Since then, we have had no problems with our son's trachs and are very pleased with companies response. Our son has been trached for 15 yrs due to muscular dystrophy and this is the first time there has been a problem. Diagnosis or reason for use: muscular dystrophy.